Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a bha, the centrax did not slide smoothly on the head. A spare centrax was used instead.

Manufacturer narrative:
An event regarding size/fit issue involving a centrax bipolar was reported. The event was not confirmed. The device was received centrax head was received along with the corresponding locking ring and packaging clip. No damage was observed on any of the components. A functional test was performed and indicated there is resistance when rotating the head within the centrax head. A functional using a gauge cannot be performed as head was returned assembled with the centrax head. Clinician review: not performed as medical records were not received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A functional test was performed and indicated there is resistance when rotating the head within the centrax head. A functional using a gauge cannot be performed as head was returned assembled with the centrax head. No further investigation for this event is possible at this time. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that, during a bha, the centrax did not slide smoothly on the head. A spare centrax was used instead.